Event description:
It was reported that a pt who was in the radiology department for a fluoroscopic procedure fell from the x-ray table. The pt received head lacerations and was taken to the emergency department for further exams. According to the customer, the pt was confused while the technologist briefly left the pt unattended. The customer alleged that there was no safety attachments on the x-ray table to prevent pts from falling.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the reported issue. (B)(4).